Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 48 mg/dl. Advised customer to revert back to back up plan per doctor¿s instruction. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. The insulin pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the test sensor and plug. Programmed the sensor low settings for 90 mg/dl and turned the alert before low, alert on low, suspend on low, and resume basal alerts on. The pump was monitored, the glucose sensor simulator bg level was lowered, and the alert before low activated at 92 mg/dl, the alert on low activated at 71 mg/dl, the suspend on low activated at 75 mg/dl and 69 mg/dl, and the resume basal delivery functioned properly. No auto mode anomaly, suspend delivery, suspend on low, or resume delivery anomalies noted during testing.